Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that pressure can not be lower than 12 cmh2o on the 3100 a ventilator. The customer confirmed that there was no patient involvement associated with the reported event.

Manufacturer narrative:
"Results of investigation: vyaire medical received the device for evaluation. Not reproducible. Visual inspection and performance check revealed no abnormalities. All values were within tolerance. Controllers were viewed and all checked for tightness. Again, no irregularities were found. All common parameters used by the clinic were set with the senior physician, and no deviations were found. Finally, an electrical test was performed. There, too, all values were in the green range. ". Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.